Event description:
Reported the driver was not cutting properly during the procedure. The doctor was able to get enough samples for diagnosis. There was no pt consequence. The device was returned for analysis.